Event description:
It was reported that at a regular follow-up, decreased impedance and threshold was found. At two later follow-up sessions, the thresholds had risen, and battery depletion was noted. The device was explanted and replaced. The lead was tested through the analyzer and found to be normal. Blood intrusion into the rv (right ventricular) port was noted, along with grommet damage. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4), the device was returned and analyzed. The analysis found the battery depletion was normal. Grommet damage was also noted.